Event description:
It was reported that the mask communication unit would not initialize during a transnasal functional endoscopic sinus procedure. The surgeon determined to continue the procedure without the use of navigation. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During failure analysis, the reported event that the mask communication mask would not initialize was confirmed through the device inspection. During visual inspection it was also observed that the pins were corroded. This may have caused or contributed to the reported event that the mask communication unit would not initialize. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the mask communication unit would not initialize during a transnasal functional endoscopic sinus procedure. The surgeon determined to continue the procedure without the use of navigation. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not yet returned for investigation.